Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements greater than 3,000 ohms. This ra lead is suspected to be fractured. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).